Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syr plastipak 3ml 25x7 veterinary nbs failed to contain blood/medication. The following information was provided by the initial reporter: "batch 8352988. Defect on syringe (B)(4). The veterinary syringe 3ml has a damaged next to the 1ml scale marking and there was leakage of the liquid to the external part of the syringe when using it. It was found the same defect in 3 boxes (each one with 15o units)."

Manufacturer narrative:
Investigation: DHR analysis was performed and maintenance occurrence was observed (B)(4) ¿ the image provided by the customer was evaluated and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station with caused the damage. The failure was corrected according to the sap maintenance order # (B)(4).

Event description:
It was reported that 3 syr plastipak 3ml 25x7 veterinary nbs failed to contain blood/medication. The following information was provided by the initial reporter: "batch 8352988. Defect on syringe (B)(4). The veterinary syringe 3ml has a damaged next to the 1ml scale marking and there was leakage of the liquid to the external part of the syringe when using it. It was found the same defect in 3 boxes (each one with 15o units)."